Event description:
It was reported to technical services on (B)(6) 2011 that this patient was put on antibiotics due to erosion. The lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).